Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 28mmx3.5mm target lesion was located in the left circumflex coronary artery. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted due to scratch with the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 28mmx3.5mm target lesion was located in the left circumflex coronary artery. A 28 x 3.50 promus premier drug-eluting stent was advanced for treatment. However, during procedure, the proximal end of the stent struts were lifted due to scratch with the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.50 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on two-thirds of the proximal section of the stent with stent struts lifted and bunched distally. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within the maximum crimped stent profile measurement. Stent damage most likely occurred when stent struts were caught in the lesion. The balloon cones were reviewed; and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.